Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the there was no power to the system. The customer observed that the system displayed "system starting time needed 0:00" message in the morning. The customer performed system shut down, switched off the main breaker and tried to restart the system but the issue persisted. Review of log file confirmed the reported issue. The fse diagnosed the system and found that the mpd control unit was defective. The fse replaced the mpd control unit, the system was able to power on. Later, the fse identified that the fd cooled had leaked onto itself and shorted out causing the geo pc to not power on. The cause of the failure could not be determined by the supplier's failure analysis, however the replacement of the geo pc and reloading the software has resolved the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.